Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the temperature sensing catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that while a patient was on an arctic sun device, the temperature on the foley probe was displaying erratically and the device was alarming. The nurse called into the medical service & support (ms&s) helpline on 10/20/2017 at 3:00 am. During troubleshooting over the phone, the probe was unplugged and reconnected. The nurse reported the correct temperature displayed after the probe was reconnected. During a follow up call placed on 10/24/2017, the day nurse stated she was unable to give any product information, as the patient had expired. The patient was admitted for a cardiac arrest and was a dnr (do not resuscitate) from admission. It was reported that the family opted to have arctic sun treatment with the patient being re-warmed 24 hours and then in normothermia for the next 24 hours. The nurse reported the patient was receiving dopamine, a vasopressor, until the family decided to withdraw all care. At that point, all devices were removed, and the nurse stated the product information on the foley was not retained. The cause of death was reported as pea (pulseless electrical activity). The patient expired late in the day on (B)(6) 2017.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that while a patient was on an arctic sun device, the temperature on the foley probe was displaying erratically and the device was alarming. The nurse called into the ms and s helpline on (B)(6) 2017 at 3:00 am. During troubleshooting over the phone, the probe was unplugged and reconnected. The nurse reported the correct temperature displayed after the probe was reconnected. During a follow up call placed on 10/24/2017, the day nurse stated she was unable to give any product information due to the patients expiration. The patient was admitted for a cardiac arrest and was a dnr (do not resuscitate) from admission. The family opted to have arctic sun treatment with the patient being re-warmed 24 hours and then in normothermia for the next 24 hours. The patient was receiving dopamine, a vasopressor, until the family decided to withdraw all care. At that point, all devices were removed, and the nurse stated the product information on the foley was not retained. The cause of death was reported as pea (pulseless electrical activity). The patient expired late in the day on (B)(6) 2017.